Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced nighttime blood glucose fluctuations while using the ilet bionic pancreas, with a rise to 300 mg/dl after a meal announcement followed by a subsequent drop to 63 mg/dl; the user did not perform ketone testing or use backup therapy and did not require medical intervention. Symptoms included hyperglycemia and hypoglycemia without loss of consciousness or other acute complications. Outcomes included transient impact without hospitalization or long-term sequelae. Investigation included complaint intake review and troubleshooting with user education. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the reported glycemic excursion. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.